Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between october 9, 2023 - october 11, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). D4 UDI #/ h4: the manufacturing date would be provided upon completion of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the middle, butterfly port during the compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5: it was further informed that the affected quantity was ten (10). H11: should additional relevant information become available, a supplemental report will be submitted.